Manufacturer narrative:
Additional information was provided in e.1., h.2., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. A photo was provided. The photo showed the lens case lid and the company cartridge sitting on the lens carton. The instructions for use (IFU) and patient ID card were beside the carton. The company cartridge view was from the bottom. Viscoelastic was visible the cartridge. A yellow lens or part of the lens was visible advanced to the nozzle entry area of the company cartridge. Lens damage could not be determined due to the quality and magnification of the photo. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) .

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens fractured after exiting the injector, surgeon noticed it upon incision and failed to implant.